Event description:
It was reported that the vest shell was mounted to the patient, and when the physician tried to assemble the posterior upright and transverse bar, it was discovered that the bolt of the universal joints were missing. Another universal joint was used to complete the procedure with a 30 minutes delay to surgery.

Manufacturer narrative:
(B(4).

Manufacturer narrative:
While originally submitted as an adverse event the delay in surgery does not constitute harm to the patient. The delay of 30 minutes was reviewed with medical to determine the potential for serious injury should the malfunction recur, resulting in the following consensus: due to the nature of the application of halo systems, the resulting delay is not likely to result in patient harm or serious injury based on minimal blood loss and low infection risk associated with the percutaneous application. The fault is highly detectable by the healthcare professional and as such the patient will kept stable while a replacement is procured. Based on the complaint history and review of the procedure with medical affairs a delay in surgery associated with halo systems is not likely to result in serious injury.